Event description:
It was reported that the patient had a rejuvenate revision (B)(6) 2012, at which time the surgeon put in exeter. The patient came back with pseudo tumors and fluid hip. Surgeon debrided and put in a new head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding an infection involving a delta v-40 ceramic head 36/-2,5 was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history search confirmed other similar events for the reported sterile lot. The exact cause of the event could not be determined due to a lack of information. Further records such as pathology reports and an evaluation of the reported devices are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a rejuvenate revision (B)(6) 2012, at which time the surgeon put in exeter. The patient came back with pseudo tumors and fluid hip. Surgeon debrided and put in a new head.